Manufacturer narrative:
(B)(4). Method: two of the six affected rt236 infant breathing circuits were returned to fph (B)(4) for investigation. Both returned breathing circuits were pressure tested and submerged in a water bath to test for leaks. Results: the infant breathing circuits failed the pressure test. The pressure test results were outside the required specifications. Upon submersion in a water bath, the leak was detected around the swivel y-piece. A strong formation of bubbles were noticed around the swivel. A lot check revealed four other complaints of this nature for lot number 100712. Conclusion: the leak was caused by an insufficient seal between the two parts of the swivel y-piece that are held together by a snap-fit. All breathing circuits are pressure tested during production and those that fail are rejected. This suggests the leak developed post production. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that six out of a box of 10 rt236 infant dual-heated with evaqua breathing circuits failed the leak test during set up on a ventilator. No patient consequence was reported.